Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination, it was noted that there were several ventricular fibrillation episodes and one of them could not be converted to sinus rhythm with an appropriate electric shock. Chest x-ray revealed the right ventricular (rv) lead was in chronically septal location which is an undesirable position for delivering shock. There were no electrical anomalies on the lead. The physician explanted and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.